Event description:
It was reported that during laparoscopic roux-en-y procedure, the firing handle broke off the device and did not cut or staple. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and with no cartridge loaded. When tested for functionality, the firing mechanism became damaged; therefore, the device was dissembled to verify the condition of the internal components and the left shroud pinion axle support was damaged, no other anomalies were noted.